Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed visual inspection and leakage test, however the momentary squeeze (ms) pump did not pass activation tests. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned component, the momentary squeeze (ms) pump passed visual inspection and the leakage test. Ms pump failed activation tests. There was no additional information provided.